Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during third inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.